Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was leaking and the tubing was broken at the site of the luer lock connector. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One picture was provided and it appeared that the joint between the tube and male luer is bent; however, it can not be determined if it was damaged or if the tubing was detached. The reported condition was confirmed, but because no samples were provided to test and perform a thorough investigation, the problem cannot be attributed to the manufacturing process. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. The most probable root cause is that the portal was damaged after the product left manufacturer facility.